Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold. The lv lead was explanted. An attempt to replace the lv lead with left bundle branch (lbb) lead was attempted. The lbb lead exhibited positioning and placement difficulty and dislodged during the implant attempt. The lbb lead was removed and a second lbb lead was attempted. The second lbb lead exhibited positioning and placement difficulty along with insertion or withdrawal resistance. The second lbb lead also dislodged during the implant attempt. The lbb lead was removed and no replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crt-p implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.